Event description:
On (B)(6) 2008 the patient noticed the display of his infusion device was blank. He stated that he inserted a new battery and the display reminded blank. The patient stated that the infusion device was not dropped or exposed to water. He stated that he was "wanded" at the airport in (B)(6) 2008, but he did not receive any errors or alarms. The patient switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.